Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and tested with no time/clock anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump time and utilities were grayed out. The customer's blood glucose level was unknown. The customer reported that the insulin pump was not working properly. The customer reported that the insulin pump was not in block mode. The insulin pump will be returned for analysis.